Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on (B)(6) 2007 on the left side (the right side was entered in a separate complaint). The implant released metal particles into patients body. He has been advised that he will have to undergo revision surgery to remove the left-sided asr hip implant. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to elevated cocr levels and pain. Der also states that implant date was (B)(6) 2007 and invoice was found confirming the date.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.